Event description:
It is reported that the patient was revised for increasing pain, limp, wear, and flexion contracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.